Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to an error message with the abbott diabetes care (adc). The device in use with huawei p30 pro (vog-l29) phone with android operating system version 10. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced a seizure, "sweating, blurred vision, shortness of breath" and was unable to self-treat, requiring healthcare professional treatment of glucose 5 mg. There was no report of death or permanent impairment associated with this event.